Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have experienced unexplained high blood glucose of 267 mg/dl, which was treated with insulin pump. After troubleshooting, customer declined to perform the high pressure test as she believed issue was with infusion set. Customer's blood glucose during phone call was 69 mg/dl, which was treated with juice. Customer also reported that the "b" button was responding intermittently. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No cosmetic damage was noted.